Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d224trk implantable cardioverter defibrillator (B)(6) 2009, 694765 implantable tachy lead (B)(6) 2009, 407652 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient felt diaphragmatic stimulation from the left ventricular (lv) lead. The lead was programmed off.the patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead, which had been programmed off, was revised due to the patient's worsening complete heart failure. The lead was capped and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.